Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced infection and had necrotic skin over the pocket. The patient presented on (B)(6) 2018 for system explant procedure. The system was explanted successfully. The patient tolerated the procedure well.

Manufacturer narrative:
Analysis was normal. No anomalies were found.